Event description:
It was reported that the surgeon had difficulty positioning the lens during the implant procedure, and the lens became vaulted asymmetrically (z-syndrome) approximately 3 weeks post implant. The lens was explanted and replaced with another lens of different model. This event refers to the patient's right eye. According to surgeon, an abnormal capsular dimension (smaller capsular bag) was the most likely cause of the event. The patient's current prognosis was reported as "well."

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.